Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that ventricular tachycardia (vt) storm was noted on (B)(6) 2017 and showed shock delivery into a high impedance field. Technical services discussed lead fracture of a coil as lead is on advisory and is susceptible to fractures. Lead testing out fine but discussed rv lead should be changed out. Hcf should be (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).